Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation, a follow up medwatch will be submitted. This product is 510k exempt.

Manufacturer narrative:
(B)(4). The baxter division engineers had spoken with the (B)(6) on (B)(6) 2011 and determined the patient prescription included dextrose 15%, however, the worksheets indicated the total parenteral nutrition (tpn) was compounded with dextrose 10%, volume 58 ml to be infused over 24 hours at a rate of 2.4ml per hour. Three bags were compounded at 08:31 on (B)(6) 2011. This event occurred on (B)(6) 2011. One bag of tpn was infused resulting in the baby experiencing a hypoglycemic event. Corrected information: this event refers to one patient, (B)(6), but two events which occurred on the same date at different times. This report refers to the second event for (B)(6). The first event was reported under manufacturer report number: 6000001-2011-02815. The device was returned to the baxter product (B)(4) ((B)(4)). Evaluation could not confirm or duplicate the reported problem for the compounder incorrectly compounded a (B)(4). The compounder is delivering as designed. The device passed all accuracy and other testing. The root cause is undetermined. A service history review revealed no events related to the reported condition.

Event description:
The facility pharmacy supervisor notified baxter regarding an inaccurate compounding of total parenteral nutrition (tpn) via automix 3+3/as compounder for a male neonate resulting in a hypoglycemic event (values not reported); patient weight 0.78 kilograms. The tpn order included: trophamine, dextrose and sterile water. Three bags of tpn were compounded for this patient. A partial bag of the tpn with 15% dextrose was infused. A bag of 10% dextrose was infused directly to the baby resulting in restoration of the blood glucose level. Status of the patient is currently unknown. On (B)(6) 2011, the facility checked a sample from the automix and sent it for testing; results are unknown. The pharmacy supervisor has the partially used bag of dextrose sample. The baxter representative stated that he was arranging for a swap of the device. The facility uses logix software. The final bag was a b. Braun product (product codes/lot numbers for the drugs and tubing are unknown at this time).